Event description:
Reporter indicated that vns pt had passed away. Treating physician indicated that the pt experienced cardiorespiratory arrest at home two days prior to death that was possibly a consequence of their repeated tonic seizures. The pt died while hospitalized. It was reported that the pt experienced a >50% reduction in seizures with the vns therapy and was receiving therapy at the time of death. In the 12 months prior to death, the pt experienced multiple generalized seizures daily. Treating physican indicated that the cause of death was not related to the ncp system. There is no evidence at this time that the ncp system caused or contributed to the reported event.